Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances, measuring greater than 125 ohms. The physician will continue to monitor the patient/system. This rv lead remains in service. No adverse patient effects were reported.